Event description:
The complaint was reported as: the customer alleges there is difficulty connecting with the adaptor. There was no report of pt involvement.

Manufacturer narrative:
Qn#: (B)(4). The device history record (DHR) review of lot number 74h1402238 showed the product was assembled and inspected according to specifications. There were no issues or discrepancies found that could potentially relate to this complaint. Manufacturing and quality inspection procedures and processes were reviewed and showed that proper controls are in place to guarantee that acceptable product is delivered to our customers. A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. If the product sample becomes available updated info will be provided.